Event description:
Reporter alleged expiration date on the test strip vial used for blood glucose monitoring device is a unsable one; however manufacturer's inventory system indicated the product is expired. No other information was provided. A request was made for the return of the suspect product and replacement product was sent.